Event description:
It was reported that the patient was treated by paramedics due to hypoglycemia. The patient's blood glucose level dropped to "as low as 30s or 20 mg/dl" while "working physically." The patient stated they were taking rapid acting carbohydrates for the last hour of work, but when they started driving home their vision became blurry and they became confused and incoherent. He called his brother and could not speak clearly. The patient pulled over and patient's brother called 911. The paramedics arrived, but did not treat the patient as the bgs rose "with the treatment he had given himself before they arrived." The paramedics monitored the patient with heart monitor patches and when he was stable, he was allowed to drive home. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.5 smartphone operating system: 17.7 smartphone hardware: iphone14.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.